Event description:
Information was received based on review of a manuscript titled, "a comparison of 2 tibial inserts of different constraint for cruciate retaining (cr) primary total knee replacement: an additional tool for balancing the posterior cruciate ligament (pcl)". This manuscript analyzed a specific cr prosthesis which has 2 poly inserts intended for cr knee use, which allows for fine tuning of the tension in the flexion gap separately from the extension gap, and to analyze the comparative use of these two designs, defining any clinical setting which favors the use of one insert over the other. The hypothesis of this study is that the clinical outcomes for each insert should be similar if the goal of optimal soft tissue has been achieved. This study uses the vanguard total knee, manufactured by biomet. This study consists of 1078 knees: 741 flat and 337 lipped with average follow-up of 3 years for the cr flat inserts, and 3.5 years for the cr lipped. It was reported that the cr lipped group had 3 revisions: 2 for laxity and 1 for tibial loosening. The cr flat group consisted of 6 revisions: 2 infections, 1 tibial loosening, 1 chronic pain, 1 recurrent hemarthroses and 1 laxity. In conclusion, the results reported the clinical outcomes and survivorship were no different for either group.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. It is likely that these complications and revisions have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA.